Event description:
Healthcare professional reported "size exchange" of a non-abbvie device. Patient: 4582. Device: 3189. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5189739.